Event description:
Report received of particulate in the fluid path of an IV set. After preparing persantine admixture, the staff pharmacist was priming a pump set before sending it to cardiology. The pharmacist noticed a hair in the pump cassette. The set was not connected to a patient. Although requested, no additional information was available.